Manufacturer narrative:
The proximal lead segment has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead underwent a revision procedure for device replacement due to normal battery depletion. After connection, the new device was gently rotated to visualize the ra port and complete lead insertion at which time the lead body severed approximately 11.5 cm from the terminal boot. The physician suspected the lead had become brittle with age; the distal portion of the lead was surgically abandoned and a new ra lead implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that only the proximal segment was returned severed approximately 13cm from the terminal pin. Visual inspection observed the seal rings were in good condition free of damage, as was the lead insulation. The coils were found slightly stretched at the end of the returned segment; resistance testing determined the segment was electrically continuous. Analysis confirmed the reported damage induced during the explant procedure.